Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the new ipg was relocated and the issue was resolved.